Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse was not able to reproduce the failure. Fse left the unit running for several hours but pump would not shut off. He attempted to disrupt power by messing with the coiled cord and power cord also shook unit around, but power was never lost. The unit passed all functional and safety tests.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) turned off on it's own. The unit was swapped to continue therapy. There was no patient harm reported,

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.